Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an attorney, who stated that while the end user was "attempting to sit on the rollator" to use it as a chair, "the backrest tube of the rollator suddenly detached from the left side of the backrest," causing [her] to fall backwards out of the rollator" and hit her head on the ground. She was hospitalized for approximately a month, and released to home healthcare. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.